Event description:
Unit alarmed "fail to cycle" while on pt. Pt was taken off ventilator and manually ventilated until a back unit was obtained. No pt injury was noted. Unit was taken to hospital's bio-med and tested and ran with no observed failures. Placed unit back on same pt and unit again alarmed "fail to cycle". Pt was again manually ventilated while a replacement unit was obtained. Pt was placed on new unit without incident.